Event description:
The customer reported a pt experienced a heart failure while being monitored with a philips vm6 device.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.